Event description:
This is being filed to report the clip became caught in the chords and could not be removed therefore it was deployed where it was stuck. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve however became stuck in the chordae of the anterior leaflet. Troubleshooting was unsuccessful therefore the clip was deployed in the lateral commissure to avoid damage to the chordae and muscles. The clip was stable where implanted. A second clip was implanted without issue. A third cds was advanced to the central part of the valve when it was noted the second clip had detached from the anterior leaflet (single leaflet device attachment (slda)) due to anatomy. The third clip was implanted to stabilize the second clip, reducing mr to 3. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a cause for the reported (clip caught on chordae). The reported foreign body in patient was due to procedural condition of the entrapment of device as troubleshooting was unsuccessful therefore the clip was deployed in the lateral commissure to avoid damage to the chordae and muscles. The reported unexpected medical intervention was a result of case-specific circumstance. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The additional mitraclip device referenced is filed under a separate medwatch report number.